Event description:
Baxter france reports a leak of peritoneal fluid at the connection of the transfer set and the mated component. The patient received a trasfer set change. No patient injury or medical intervention reported.